Event description:
The patient had the primary surgery (oasys for c3-c7, pedicle plasty, c3 left: lateral mass screw, c7 left: pedicle screw, c2 right: pedicle screw, c7 right: pedicle screw). Seven days post-op, it was found that the screw head of the pedicle screw at c2 disassembled. The pt will be revised.

Manufacturer narrative:
Na